Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch meter (model unknown) displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 (time not provided). The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she followed her usual dose (unknown but twice daily) of medication (including sliding scale) in response to the alleged product issue. The patient claimed to have developed the symptom of "blurry vision" 3 days after the alleged product issue began (time not provided); however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the patient didn't have the subject meter available and was advised to call back with the meter details in order to have replacement products sent. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "blurry vision" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.